Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis event was not reported. The treatment for the peritonitis was not reported. The patient was not recovered from the peritonitis. On an unreported date, the pd therapy was discontinued and the patient was switched to hemodialysis (hd) due to peritonitis. Additional information was requested but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: date of birth: the patient was born on an unreported date in the year (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.